Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has been experiencing skin flap issues since being implanted. She is currently wearing the strongest magnet available, but is experiencing fluctuating levels since switch-on and softness in volume with her implant. Reported by clinic as caused by the patient's skin flap being too thick. No report of trauma or other issues. Information received on (B) (6), 2010, stated that the patient has recently had surgery to reduce the skin flap thickness.